Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 24mm amplatzer septal occluder was selected for closure after the septum defect was sized using a 34mm sizing balloon and tee. When the occluder was released from the delivery cable, the device immediately embolized. Per report the rims of the disc did not press against the septum which led to the embolization of the occluder. The device was retrieved percutaneously using a snare. A 28mm amplatzer septal occluder was then successfully implanted using a 10f delivery system. The patient is reported to be stable.

Manufacturer narrative:
An event of embolization was reported. The occluder met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field indicated that the "due to the anatomy of the septum, the rims of the disc did not press against the septum," leading to the embolization.